Event description:
It was reported that a programming computer was performing very slowly. It was reported that it was impossible to download the data from the computer as the database utilities button was not active. Review of manufacturing records confirmed that the programming computer passed all functional tests prior to distribution. The suspected programming computer was returned to the manufacturer. Analysis is underway but it has not been completed to date.

Manufacturer narrative:
The previously submitted MDR inadvertently provided the wrong suspect device for the event.

Event description:
An analysis was performed on the returned handheld. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications . An analysis was performed on the returned flashcard. The cause for the reported anomaly is associated with a bent pin in the flashcard that made the card inaccessible. No further anomalies associated with flashcard performance were identified during the flashcard analysis. The reported slow performance issue was not verified during analysis.